Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided them through the process. Following the pump reset, the cgm error was resolved, and the customer successfully started their sensor session.